Event description:
Reporter stated the patient received a result of 571 mg/dl on inform system 1 at 17:47, a result of lo (less than 10 mg/dl) on inform system 2 at 17:50, and another result of lo on inform system 1 at 17:57. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that there were no any strips left and so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550883, expiration date 04/30/2010).